Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided.

Event description:
It was reported that a unspecified bd syringe broke at the cannula during use. The following was reported by the initial reporter: "it was reported that caller reported that when filling cartridge with insulin the needle broke.   Verbatim: "caller reported that when filling cartridge with insulin the needle broke. Number of occurrences : 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product lot # - m726703. Product with issue - customer could not verify. Customer could not find package that had exact measurements of needle on it. Customer confirmed it was an issue with the needle. Did issue cause any injury? No. Did customer require medical intervention? No. Is product available for return to bd? No. Resolution ¿ caller successfully filled a cartridge with insulin. No further tandem follow up is required. Customer requested cartridge/needle replacements. Cts to send customer replacement cartridges via goodwill order."